Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in february, the patient was "bedbound within days" because they thought the patient's parkinson's had progressed to the final stages. The patient was hospitalized before the patient's neurologist discovered that the patient had somehow accidentally turned off the implantable neurostimulator (ins). They thinks the neurologist told them that the patient turned off the ins with their recharger. The patient's neurologist turned the ins back on and the patient was able to move their "legs and things" again. The patient's ins was off for 3 weeks to a month before the neurologist discovered the patient had accidentally turned it off. The patient was not aware the ins had turned off because the external equipment was still working properly.